Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was treated with insulin pump. The customer stated that the insulin pump¿s auto mode was active. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.